Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The measures used for repairing the defects are listed in the "proof of repair". Fault identification/repair activities: unit is not calibrated correctly mechanical upgrade performed defective cpu board replaced defective pump roller replaced cover irreparable: replaced unit cleaned 8-hour endurance test carried out unit calibrated newly pneumatic circuit checked functional test performed hipot test completed electrical safety test acc. To iec (B)(4) completed functional test acc. To test procedure completed safety test checklist enclosed comments: safety control was conducted acc. To iec (B)(4). The report is attached to the invoice. Unit modified acc. To guideline of manufacturer unit safety test ((B)(4)) performed acc. To manufacturer's final test procedure with reference accessories please check your original accessory! This serialized device was manufactured prior to (B)(6), therefore a DHR review cannot be performed since the original manufacturer no longer exists and the current manufacture can no longer make any process correction or corrective actions if needed, (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
Unit for general check. It was reported that the pressure was too high. No other information available.